Event description:
It was reported that the patient had required intervention for diabetic ketoacidosis (dka). The patient's blood glucose levels reached 356 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, irritability and fatigue. The patient reports due to having incorrect pods for their sensor they are using the pods manually until they receive the correct pods. Upon arrival of the paramedics the patient was treated with intravenous fluids. The patient declined going to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.